Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, on (B)(6) 2015, rv pacing impedance measured 3135 ohms in a rising trend that increased above 1000 ohms in (B)(6) 2015. (B)(4).

Event description:
It was reported that during follow up visit, the right ventricular (rv) lead exhibited high impedance, and fracture. The rv lead remains in use, and no further information available at the moment about the actions performed and whether the lead will be returned. It was further reported that approximately three months later the rv lead exhibited high impedance and fracture. Explant of the rv lead planned. No patient complications have been reported as a result of this event.